Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, at/af episodes due to atrial lead noise were observed. There were auto mode switching episodes. Isometric testing revealed far-r oversensing and noise in unipolar configuration. Patient was asymptomatic and will continue to be monitored.